Manufacturer narrative:
The reported events were lead dislodgement, failure to advance guidewire and ¿lead was broken probably during the slitting process¿. As received, a complete lead without a guidewire was returned in one piece for analysis. The reported event of guidewire insertion failure was confirmed. A guidewire could not be inserted inside the lead due to clogged blood found inside the inner coil lumen and visual inspection found ptfe coating of guidewire and puncture of the lead body insulation at the distal region consistent with perforation by the guidewire. The reported event of ¿lead was broken probably during the slitting process¿ was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The s-curve hump height was measured within specification.

Event description:
During an initial implant procedure, the left ventricular (lv) lead dislodged into the coronary sinus. In an attempt to reposition the lv lead, it was not possible to advance the guidewire due to suspected procedural damage. A new lv lead was used to resolve the event. The patient was stable with no consequences.